Event description:
The customer reported erroneous test results were obtained on most parameters; particularly, white blood cells (wbc), red blood cells (rbc), hemoglobin (hgb), hematocrit (hct) and platelets (plt) for a single patient while using the coulter act diff 2 analyzer. The discrepancy was seen between the initial sample run and subsequent sample run. All parameters except mean corpuscular volume (mcv) were markedly different in recovered results. There were operator definable messages with the test results. Erroneous test results were reported out of the laboratory. There are no reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Controls are run once a day and were run before and after the incident, recovering within range. Erroneous results occurred on a specific patient sample. The original draw was collected via venipuncture in a 4 ml becton-dickson and company (bd) tube. The field service engineer (fse) replaced the check valves on both baths because of a small leak two weeks after the initial sample run. The fse ran reproducibility and controls at the time of service and instrument is within quality control specifications with respect to controls (accuracy) and reproducibility (precision). Product labeling indicates that when wbc and plt too high or low, hgb and rbc are opposite, too low or too high, sample was not mixed adequately before aspiration. Based on the available information the root cause is unknown, but may be attributed to inadequate sample mixing. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.